Event description:
It was reported that, following treatment of soft tissue lesion in the right proximal great saphenous vein (gsv) remnant using the venaseal closure system, a recurrent hypersensitivity reaction occurred with onset days 2¿14 after the procedure and remained ongoing. Phlebitis, swelling, skin inflammation, skin irritation, itching, and rash were reported along the treated vein more than 5 cm from the access site. The treated vein length was reported as 25 cm and the vein diameter as 5.1 mm. Medical intervention was reported, including treatment with prescription steroids (medrol dose pack), including a reported regimen of 60 mg for 5 days, and the patient was reported to be on a third round due to recurring symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.